Manufacturer narrative:
Section e1 initial reporter establishment name reached maximum character limit. The complete name is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for a 35-year-old female patient. The result was not reported out of the lab. The following data was provided: the initial hcg result for sid (B)(6) was 595.65 miu/ml, and the retest result was 1.52 miu/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect total b-hcg results for a 35-year-old female patient. The result was not reported out of the lab. The following data was provided:the initial hcg result for sid (B)(6) was 595.65 miu/ml, and the retest result was 1.52 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
When troubleshooting the issue, service found black sediment at the bottom of the buffer reservoir of the architect i2000sr, serial number (B)(6) was cleaned and deemed the cause for the false positive total ¿-hcg result. The service history review for the (B)(6) revealed no additional tickets associated with subsequent false positive total ¿-hcg results a review of trending data associated with the buffer reservoir did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number isr50361serial or the buffer reservoir were identified.